Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 03-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having normal battery replacement on 5/31. The physician removed her old previous leads and battery and attempted to implant new leads. Per physician, he was running into adhesions and scar tissue that prevented him from getting a second lead successfully implanted, although he attempted it multiple times. After the surgery, in post op, the patient was complaining of severe leg pain and discomfort that was different from her baseline. She was kept overnight for pain control. Her pain was improving per physician, but the decision was still made to remove her new lead and battery in case it was still causing her leg irritation. In recovery from the explant today, the physician reported her leg pain was improving and she had increased mobility of her leg. The issue was resolved.

Manufacturer narrative:
H3: product ID 977a260, serial (B)(6) was returned for product analysis. Analysis found the device passed all testing in the laboratory and no anomalies were identified. Product ID 97715, serial (B)(6) was returned for product analysis. Analysis found the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.